Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00410, 00412.

Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Event description:
Allegedly pt underwent tha in (B)(6) 2008. The modular neck broke in (B)(6) 2013. The pt then underwent revision surgery of stem, neck and bfh head.